Event description:
The generator reportedly self activated during a bipolar procedure without the pedal being depressed. Tissue damage or pt injury was described as slight uterine and digestive burns.